Event description:
It was later reported that the primary site of cancer was the lung.

Event description:
It was later confirmed that the date of death was (B)(6) 2013.

Event description:
It was reported that the patient was in (B)(6) care and had ¿just passed away¿. The exact date of death was not provided. The healthcare provider (hcp) inquired into what should be done with the pump and stated that the pump would alarm as the patient was now overdue for a refill. The patient was due for a refill on (B)(6) 2013, the day prior to the report. The hcp stated that the cause of death was prolonged cancer diagnosis; however, also mentioned that the patient had a fall, had a hip replaced and got sepsis from the surgery. The patient was given a course of antibiotics and was then admitted to hospice ¿as he took a turn for the worse¿. When asked if the death was device related, the hcp stated ¿no one has mentioned anything about that¿. The device system had been used to deliver prialt, morphine and bupivacaine. It was later reported that the patient had last had a pump refill on (B)(6) 2013. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8 590-1, lot# n108006, implanted: (B)(6) 2007, product type: accessory. (B)(4).